Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed that the measurements had gradually increased, and was indicative of a tissue electrode interface issue. Continued monitoring was discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.